Event description:
In this event it is reported that a automatrix shaft broke during use. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
A CAPA was opened and investigated. Since 1/1/2023, there have been 153 substantiated complaints for broken automatic shafts. Based on the contributing factors identified through root cause analysis, the overall root cause is the variation of product quality by inconsistent build techniques interpreted by the current work instructions and measuring devices currently used. Failure mode - blows - bent - broken - tip bended (following a shock). Root cause - 1. Error in process description. Work instructions are not as user friendly as they could be and can lead to different interpretation depending on the operator. 2. Measuring or testing device failure. Measuring or testing device failure. The torque wrench is difficult to set, read and maintain the set point.